Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer inadvertently rolled onto the pump and touchscreen cracked. Pump was no longer functional. Customer's blood glucose was within 54-500 mg/dl.